Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons.

Manufacturer narrative:
This report is filed on december 12, 2016.